Manufacturer narrative:
(B)(4); attempts to obtain further product information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: kobe, j., k. Hucklenbroich, et al. (2016). "Posttraumatic stress and quality of life with the totally subcutaneous compared to conventional cardioverter-defibrillator systems." Clin res cardiol: epub before print.

Event description:
Boston scientific received information from a journal article about a study comparing the quality of life and post-traumatic stress in patient with subcutaneous implantable cardioverter defibrillator (s-ICD) systems and transvenosus implantable cardioverter defibrillator (ICD) systems. During the course of the study, 6 s-ICD patients were diagnosed with post-traumatic stress syndrome, 3 s-ICD patients were diagnosed with anxiety disorder, and 2 s-ICD patients were diagnosed with major depression. The serial number information for the s-ICD devices was not provided in the article. No additional adverse patient effects were reported.